Event description:
Customer stated that the product over-heated during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.